Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2012. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
This was received as a separate complaint from 3004170064-2013-00238. Therefore, it is being reported as a separate adverse event even though the implant dates are the same. It is possible that the complaint was initiated for a second device that was implanted on that date. There is insufficient info available to draw any definitive conclusion.